Event description:
It was reported that the physician had changed the concentration to 40 milligrams (mg) per milliliter (ml) in the pump a few hours prior to the timing of this report. However, the programmer was not updated to reflect that. The patient was not experiencing any symptoms as the pump was still delivering the old drug at the proper rate. This device system delivered morphine. It was further noted that the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).